Event description:
As reported by the distributor, the end user noticed air bubbles in the manifold. No air was injected into the patient and consequently there was no harm to the patient.

Manufacturer narrative:
Although it has been indicated that the reported device was disposed of by the end user and would not be available for return, we are currently conducting an investigation into the event. The results of which will be reported in a follow up medwatch.